Event description:
Boston scientific received information that during a post operative check this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range pace impedance measurements resulting in greater than 2000 ohms. Increased threshold measurements and noise were also observed. The physician suspected insulation damage and a possible kink in the proximal coil. A revision procedure was performed. After the pocket was opened, visual inspection revealed that the rv lead was not fully inserted into the device header and fluid was observed in the header behind the lead terminal pin. The lead was disconnected and reinserted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.